Manufacturer narrative:
Evaluation reported that the guidewire was removed from the catheter and kinked in several areas throughout the length. A new wire 0.032" was passed into the distal lumen and the wire would not pass through the tip area. A cut down was performed and there is a step in the soft tip area at the transition.

Event description:
Guidewire could not be removed once prepsep was in place.